Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Event description:
Healthcare professional reported, "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening on the device. Additional observations: deformation observed, on the device. Creases observed, on the shell. Observed, split in patch area (ss). It is out of specification, per (B)(4). A further investigation is request, for the workmanship observation on the device.